Event description:
It was reported that during a pci/rotational atherectomy procedure of a 99% lad proximal - apical calcified stenosis, deflation difficulties were encountered and a dissection occurred. The physician crossed the lesion with the guide wire; however, he was unable to cross the lesion with the transit catheter. The physician then dilatated the lesion at 6 atms with maverick2 monorail 2.0 x 30 mm, and a dissection was noted. The dissection was noted. The dissection was treated with additional inflations. The physician moved the balloon for additional inflations; however, the balloon would not deflated. The physician inflated the balloon over 20 atms to rupture the balloon for removal. A terumo introducer sheath, a mach1 guide catheter, a pt2 guide wire and an everest inflation device were also used in the procedure. Patient status was listed as "stable".

Manufacturer narrative:
The returned product analysis is not complete as of this dated. A supplemental report will be filed when the analysis is complete.